Event description:
The customer obtained a multiple, false negative vitros hbsag patient results (sample 3 result = 0.44, 0.78 vs. 2.60; sample 8 result = 0.08 vs. 1.33) while using their vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, reproducible false negative vitros hbsag patient results were obtained while performing a patient correlation study. A definitive root cause for the event could not be determined. However, patient sample age and/or storage conditions cannot be ruled out as contributing factors. There was no evidence to indicate that the vitros eciq system or vitros hbsag reagent did not operate as intended.